Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating this impacted product was the right breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On apr 1 2021, the mentor failure analysis lab received the device for evaluation. Additional information was received with the device indicating the patient identifier is (B)(6). The patient date of birth was identified as on (B)(6) 1985. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation revision with mentor memorygel breast implants 250cc and experienced bilateral capsular contracture baker grade iii post-operatively. As a result, the patient underwent removal on (B)(6) 2019. This report is for one of two devices.